Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5967924. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that x-rays were taken, and one lead appeared to be fractured and is non-functional and unable to deliver stimulation. Lead diagnostics showed that lead had high impedances. No accidents, falls, trauma or weight fluctuations were reported. Patient was programmed using the other functional lead. Surgical intervention may take place a later date to address this issue.